Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: addr01 ipg, implanted (B)(6) 2007.

Event description:
It was reported that the right ventricular lead bipolar pacing impedance was high and the threshold was high as well. The lead was reprogrammed to the unipolar pacing mode - where the impedance and threshold were normal - and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.